Event description:
The customer reported that during a gynecology procedure the pt 'jumped' some time during use of the product. The cable was checked and the operating team noticed it had melted. Initial evaluation of the incident device found the device failed hi-pot testing.

Manufacturer narrative:
(B)(4). The black connector showed signs of arcing. The high resistance connection present between the resectoscope electrode and connector socket lead to sparking and a hole in instrument connector side (black connector). This would have contributed to the customers report of the cord melted. The connector failed hi-pot testing. New dimensions have been incorporated into a new revision for the ft0021s part drawing on engineering change order (B)(4).